Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. It was reported that the pt's ipg moved up approximately two inches. The ipg pocket site is located in the shoulder area. The pt reported no falls or trauma to the site. He stated that he has not turned stimulation on since he noticed the ipg had relocated. The pt will follow up with his physician about the issue. No further info is available at this time.